Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported during troubleshooting of a cycler alarm observing a fluid leak. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. The patient indicated that treatment would not be completed the night of the alleged event occurred. Additional information has been solicited.